Manufacturer narrative:
The analysis from the manufacturer is pending.

Event description:
Post implant, it was reported that there was no capture or sensing and an x-ray showed the lead had dislodged. It was reported that during re-intervention, the screw on the lead was observed to be retracted. Therefore, the lead was explanted.